Manufacturer narrative:
The device was returned by the user and reviewed by a belmont service technician. It was identified that there was a fault with the membrane switch which lead to the reported issues of the flow rate on the machine increasing by itself, and the inability to utilize the touchscreen. Root cause of the reported issue was isolated to the fault with the membrane switch of the device, however the root cause of the membrane switch fault could not be determined. It was additionally reported the device came up with air in the giving set. This reported issue could not be confirmed. No device malfunction could be verified for this reported issue. The device history was reviewed and no other issues were identified.

Manufacturer narrative:
Internal complaint file #(B)(4). Has been logged for this incident for traceability. The ri-2 and disposable involved in the incident have not been returned to belmont medical technologies for evaluation. The device is being held by the user and is not in use at this time. Although the patient involved in this incident died, it was confirmed that the device did not cause or contribute to the death. Belmont has requested the return of the device in order for us to perform an investigation. Review of the device history. An air in line error generates to alert the user, and these issues are obvious to the user while interacting with the device. Infusion can be continued through other means. No other issue has previously been reported for this device. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In case if air is detected in the device, the rapid infuser exhibits the following alarm message: "air detection, open the door. Squeeze tubing below below detector to clear trapped air reinsert tubing and close the door". Belmont is working with the user facility to get the device involved in this incident returned for investigation. Without results of the device investigation, no conclusions can be drawn. A follow-up report will be submitted once the investigation is complete and additional information becomes available.

Event description:
Belmont received the following report via mir 2023/007/012/501/006. Set up originally for the case working fine. Machine then came up with air in giving set. Tried to rectify multiple times, changing the consumables. Machine then came up with service error every time after we had primed the line, no alarm present when this happened. Yet whilst it was saying service error and not allowing us to infuse, the volume of fluid which goes into the patient was increasing rapidly on the machine, it got to around 6000l (saying thats what we had used and was continuously going up) despite it not infusing, we know this as it wasnt connected to the patient. The machine touch screen then failed and would not work. We turned the machine off for a while and later tried again in the evening to see if this problem had rectified and it was still doing the same.